Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse troubleshooted the instrument, which included replacing the backwash pump, valves, actuators, and aspiration tube, but the issue was not resolved. Upon replacing the blood sampling valve (bsv), the droplet formation on the secondary probe ceased. The fse performed primary mode aspiration volume adjustment to 5c controls and mode to mode calibration as part of the bsv replacement process and validated the system. (B)(4).

Event description:
The customer reported observing a droplet at the tip of the blood sampling valve secondary probe on a coulter lh 500 hematology analyzer that occurred after the probe backwash cycle. The customer did not provide information regarding personal protective equipment worn by the instrument operator at the time of the leak. There were no reports of biohazard exposure to the leak. Erroneous results were not generated and there was no impact to patient treatment in connection with this event.